Manufacturer narrative:
The pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer added insulin to the cartridge while it was loaded on the pump. Tandem technical support reminded the customer this was off label. Customer¿s blood glucose was 115 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.